Event description:
Medtronic received information. Regarding an imaging system being used post-operatively, during a sacroiliac and thoracolumbar procedure. It was reported, that they were not able to take a post 3d navigation spin. The clinical specialist instructed the radiographer on possible solutions, but was unable to resolve issue. No known impact to patient outcome. Surgical delay unknown. Troubleshooting was performed. The field representative (rep), found 37 entries for log filter "ac power-o2". On closer inspection noticed, random "voltage ac is present" and "voltage ac is not present" within ms. Which was not possible, indicating a possible cable connection or socket issue on rear of the imaging system. Due to site being remote, asked radiographers to confirm, that the umbilical connector was secure on rear socket. And for locking lever to be operating correctly. Which they confirmed, in the affirmative. Had them check, the green power light was lit solid at all times. Whilst manipulating the length of the umbilical cable. Radiographers proceeded to test system by acquiring 2d and 3d scans successfully.

Manufacturer narrative:
H3: a manufacturer representative (rep), went to the site to test the imaging system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15. G2: foreign country: australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: serial/lot #: (B)(6) rev. 2 and serial/lot #: (B)(6) rev. D. The rear panel was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the panel had physical damage as it was missing two latch pins. Codes: b01, c07, d02. The umbilical cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.